Event description:
It was reported that during generator replacement surgery, device diagnostics with the new generator attached to the existing lead resulted in high impedance (>10,000 ohms). The generator/lead connection was reestablished and repeat diagnostics again resulted in high impedance (>10,000 ohms). The lead was then replaced. The physician reported that the high impedance was not observed prior to the replacement surgery because the generator was dead and could not be interrogated. It was reported that the generator and lead were discarded and will not be returned for analysis.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.